Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3 778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the battery had moved about 1.5 inches and was painful. The patient was seen one day prior to report and was told all the leads were broken. The patient reported no falls or trauma. The patient noted that they had the pain that the ins was implanted for as well as the pain from the ins. The patient noted that it felt like a ¿brick was in their back¿ with pain from where the ins was and across their back. The patient was told that they would need to have it taken out and put back in. The patient told the healthcare professional (hcp) and the representative that there was ¿something wrong.¿ the patient called the hcp and was told they could be seen closer to the end of the month. The patient was redirected to the hcp. Additional information received reported that the device was ¿broken¿ in the patient¿s body ¿for two months.¿ the patient reported that ¿all of a sudden the leads were broken.¿ the patient noted that they may as well have it removed.